Event description:
The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging an issue related to a ventilator's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The patient passed away, but there is no allegation the device caused or contributed to the death.

Manufacturer narrative:
In the previous report section h10 mentioned incomplete, correct h10 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a ventilator's sound abatement foam. The manufacturer received information alleging visualization of particles in the air path. Additional information was received that the patient passed away on (B)(6) 2021. After the first attempt to have the device and components returned for evaluation and investigation, the customer responded on (B)(6) 2023. The patient passed away almost a year and a half ago on (B)(6) 2021, so this claim is no longer needed, and the equipment was returned to the leasing company shortly after his passing. So if you have any questions, you can call them, so please take him off your list. However, we request the device back. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. The following correction has been updated in this report: section b1 has been updated to reflect adverse events and product problem. Section b2 has been updated to reflect death. Section h1 has also been updated to reflect the death. Section h6 health effect - impact code has also been updated to reflect the death.  The following correction has been updated in this report: section b1 has been updated to reflect adverse events and product problem. Section b2 has been updated to reflect death. Section h1 has also been updated to reflect the death. Section h6 health effect - impact code has also been updated to reflect the death.  The following correction has been updated in this report: section b1 has been updated to reflect adverse events and product problem. Section b2 has been updated to reflect death. Section h1 has also been updated to reflect the death. Section h6 health effect - impact code has also been updated to reflect the death. The following correction has been updated in this report: section b1 has been updated to reflect adverse events and product problem. Section b2 has been updated to reflect death. Section h1 has also been updated to reflect the death. Section h6 health effect - impact code has also been updated to reflect the death.